Event description:
Philips received a complaint on the device efficia dfm100 indicating that op check failed during routine checking. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely. It was determined that the operation check was failed due to malfunction of dfm100 assy therapy, dfm100 assy capacitance, dfm100 lithium ion battery. The dfm100 assy therapy (453564489061), dfm100 assy capacitance (453564489001), dfm100 lithium ion battery (989803206781) was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of dfm100 assy therapy, dfm100 assy capacitance, dfm100 lithium ion battery. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the operation check failed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.